Event description:
It was reported that during a ptca/stenting treatment procedure the maverick monorail balloon leaked. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous proximal lad coronary artery. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.